Event description:
Notified that home pt found unresponsive by wife while connected to the homechoice peritoneal dialysis device. First day on home peritoneal dialysis on this equipment. Paramedics called, and individual transported to local hosp ed - unable to resuscitate and pronounced dead. Cause of death - cardiac arrhythmia.